Manufacturer narrative:
Problem code captures the reportable event of inner shaft detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was very tight. According to the complainant, during procedure, the inner catheter was noted to be broken apart from the outer sheath at the end of the stent deployment system. The physician ended up pulling the stent and the broken inner catheter with a rat tooth grasping forceps. Reportedly, the physician did not mention placing another stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
Events have been updated with the additional information received on september 12, 2018. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was very tight. According to the complainant, during procedure, the inner catheter was noted to be broken apart from the outer sheath at the end of the stent deployment system. The physician ended up pulling the stent and the broken inner catheter with a rat tooth grasping forceps. Reportedly, the physician did not mention placing another stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine. Additional information received on september 12, 2018. Reportedly, there was difficulty experienced while deploying the stent, and the delivery system broke during deployment. The physician was able to remove the delivery system and deployed another stent properly to complete the procedure.